Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During follow ups, impedance > 3000 on the ventricular channel. Reintervention programmed on 20/12/23 to evaluate rv lead integrity and potential replacement. On the 20/12/23, during the reintervention, rv lead disconnected from pacemaker and tested with analyzer. Lead integrity and electrical measurements ok. Small spots of blood presence upon is1 connector but not on the rings according to the physician. New eno pacemaker connected and implanted resulting on normal electrical measurements on both leads.

Event description:
During follow ups, impedance > 3000 on the ventricular channel. Reintervention programmed on (B)(6) 2023 to evaluate rv lead integrity and potential replacement. On the (B)(6) 2023, during the reintervention, rv lead disconnected from pacemaker and tested with analyzer. Lead integrity and electrical measurements ok. Small spots of blood presence upon is1 connector but not on the rings according to the physician. New eno pacemaker connected and implanted resulting on normal electrical measurements on both leads.

Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. Moreover, the mechanical stress test performed was correct indicating that the electrical contacts between the inserted lead and the outputs of the electronics are satisfactory. Correct as well as incorrect tightening marks were noticed on the ventricular setscrew tip. The probable hypothesis related to the incorrect tightening marks observed is that the ventricular setscrew was partially engaged while the physician screwed it before the lead insertion or that the lead was not fully inserted while the physician screwed the setscrew inducing an intermittent/uncertain lead contact). Since both types of marks were found, the real nature of the lead connection (correct/incorrect) cannot be established. The complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.